Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the adapter was falling off at the beginning of draping the instrument arm drape. The procedure was completed with no reported injury.